Event description:
It was reported that patient enrolled in a clinical study underwent a total hip arthoplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2011 due to acetabular loosening. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2013-04382 / 04385).